Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following testing of the patient device using the mobile programmer, the threshold strips that were obtained during testing could not be accessed. It was noted that the threshold strips showed ddd pacing when the user tested the right ventricular (rv) in vvi and the strips did not show what she understood that she had saved. No patient complications have been reported as a result of this event.